Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer multiple sample luer adapter blood leaked from adapter into the holder. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about blood leakage. According to the customer's report, blood leaked from the lure adapter into a holder.

Manufacturer narrative:
D10: device available for eval yes, d10: returned to manufacturer on: 2021-01-20. H6: investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage in the holder with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter blood leaked from adapter into the holder. Patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about blood leakage. According to the customer's report, blood leaked from the lure adapter into a holder.